Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a remote monitoring transmission due to hearing an alert. A lead integrity alert was noted to have triggered due to non-sustained episodes and short v-v intervals and possible oversensing was noted on stored electrogram. Reprogramming was performed to change the sensitivity, and the lead remains in use. No patient complications have been reported as a result of this event.